Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device, opened the ventilator, disconnected all the display printed circuit board connections, reconnected all the connections and both screens worked properly.

Event description:
It was reported that during set up a ventilator's integrated and external displays were blank. There was no patient involvement.